Event description:
The pt was implanted with a left ventricular assist device. The pt accidentally unplugged the power module from wall and the backup battery did not continue to run the patient's pump. The pt experienced a complete loss of power after disconnecting the power module from the wall. The pt felt light headed and dizzy. The pt's wife switched pt to battery power and he felt ok afterward. The power module was replaced.

Manufacturer narrative:
The suspect device was returned to the MFR for evaluation and is currently being analyzed. A supplemental report will be submitted when the manufacturer's investigation is completed. No further info is available at this time.